Manufacturer narrative:
Per the instructions for use (IFU), paravalvular leak (pvl) and transvalvular leak are potential adverse events associated with the use of the transcatheter heart valve. The edwards sapien 3 transcatheter heart valve is indicated for patients with symptomatic heart disease due to failure (stenosed, insufficient, or combined) of a surgical bioprosthetic aortic or mitral valve who are judged by a heart team, including a cardiac surgeon, to be at high or greater risk for open surgical therapy (i.e., predicted risk of surgical mortality = 8% at 30 days, based on the sts risk score and other clinical co-morbidities unmeasured by the sts risk calculator).  The device is not available for evaluation as it remains implanted in the patient. There are several potential patient and procedural factors that alone or in combination can cause or contribute to a report of a restricted or non-functioning leaflet. Based on historical review of complaints, these events are typically a result of too ventricular deployment of the valve in combination with native leaflet overhang. Other potential contributing factors include: leaflet impingement in a highly calcified native valve, impingement of a leaflet due to the guide wire, or slow recovery of adequate ventricular flow post valve deployment and rapid pacing. This can result in a temporary decrease in the pressure gradient between the ventricle and the atrium, resulting in an inadequate pressure change to close the leaflets. In many instances this can be overcome with troubleshooting, which includes blood pressure recovery or support. Occasionally there are cases where the root cause of the non-functioning leaflet cannot be determined. There are multiple patient and procedural factors that alone or in combination can cause or contribute to central regurgitation including malposition of the valve, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, post dilation of the implanted valve, and slow recovery of adequate ventricular flow post valve deployment and rapid pacing. All of these factors have the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central leak. Occasionally there are cases where the root cause of the regurgitation cannot be determined. The instructions for use (IFU) precaution to not overinflate the deployment balloon in order to maintain proper valve leaflet coaptation. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether valve performance will be impaired. During the manufacturing process, all sapien valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. In this case, there was no indication a product deficiency contributed to this adverse event. Investigation results suggest/indicate the valve being implanted in a surgical ring with incompatible shapes (rigid and incomplete coverage) may have been a contributing factor for the pvl and motion restricted leaflet. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in (B)(4), per the article ¿transcatheter mitral valve implantation in rigid mitral annuloplasty rings: potential differences between complete and incomplete rings¿, a patient with a previously implanted sorin annuloflo 30mm surgical mitral valve (flat-type, fully rigid, and incomplete coverage annuloplasty ring), presented with heart failure soon after surgery. Tee revealed moderate mitral valve stenosis with moderate regurgitation (mean pressure gradient of 9 mmhg and area 1.1 cm2) and severe pulmonary hypertension. The patient had a 26mm sapien 3 valve implanted within the sorin annuloflo 30mm ring via the transvenous trans-septal approach. Tee revealed both severe paravalvular leak (pvl) and intra-valvular regurgitation, likely due to a prosthetic malfunction with an immobile leaflet. Post-dilatation was performed using a 26mm true dilatation. However, there were no changes in regurgitation. Another 26mm sapien 3 valve was then implanted to correct for the malfunction of the first valve secondary to possible leaflet lack of motion. Although intra-valvular regurgitation decreased to trace, moderate to severe pvl at the anterolateral commissure remained and fluoroscopy confirmed that the thv and ring were not in contact and had a space between them.

Manufacturer narrative:
Imagery from the article was reviewed. While the complaint of leaflet ¿ motion restricted-in patient was unable to be confirmed, the complaints of valve ¿ regurgitation-pv leak and valve ¿ regurgitation were confirmed based on the review of provided imagery. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. In this case, paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the existing surgical mitral ring, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. In this case, the existing mitral ring is a flat shape, fully rigid, and incomplete coverage annuloplasty ring. Rigid rings tend to retain their original d-shape even after thv implantation, compromising the sealing and leading to pvl. Post dilatation may help to reduce the pvl, but with an incomplete ring style, stretching could occur at the opening and toward its gap and commissural side, resulting in increased gap width. Subsequently, the ring may not comply with the thv shape and an interspace can develop between the thv and the ring at the commissural side, which may increase pvl persistence. Available information suggests that procedural factors (improper patient screening and risk considerations of tmviinr) may have contributed to the pvl. Per the instructions for use (IFU), central regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter mitral valve replacement (tmvr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to central regurgitation including malposition of the valve, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, post dilation of the implanted valve, and slow recovery of adequate ventricular flow post valve deployment and rapid pacing. All of these factors have the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central regurgitation. Occasionally there are cases where the root cause of the regurgitation cannot be determined. In this case, the rigidness of the existing mitral ring may have resulted in an oval-shaped deployment of the valve. Per the IFU/training manual, the thv requires to be fully expanded for proper function. Although the presence of an immobile leaflet could not be confirmed based on the provided imagery, the under expansion of the valve may have restricted the motion of the leaflets and led to abnormal coaptation and central regurgitation as reported in the complaint. The waist seen of the deployed valve on imagery further indicates that the valve was under expanded. Post dilatation could be another contributing factors. Over dilating the valve could damage the leaflets and result into the same failure mode. As reported, post dilatation was performed with a 26mm true dilalation noncompliant balloon at 12 atm. Available information suggests that procedural factors (under expansion/post-dilatation) may have contributed to the reported central leakage. During manufacturing, the sapien 3 frame components are 100% visually inspected, 100% dimensionally inspected. The base material used to fabricate of main skirt and pvl skirt, pet woven ribbon, is counted to ensure they meet the specification, the pet woven ribbon also 100% visually inspected. Prior to joining the main skirt and pvl skirt, laser cut skirt components are 100% visually inspected for frays/breaks and yarn breaks, and dimensionally inspected. After joining of the main skirt and pvl skirt, skirt components are visually verified again to ensure they are free of frays and tears. Leaflet components undergo the following inspections: leaflet thickness is measured, leaflets are 100% tested, die cut leaflets are visually and dimensionally inspected on sampling basis. During manufacturing, all sapien 3 valves are 100% inspected for: perform valve od inspection, check for commissure tab tightness, visually inspect for a gap between the commissure tab and the frame¿s window, skirt and pvl skirt to frame attachment, the main skirt is properly sutured along the diagonal, check that the skirt is smooth, and no enlarged or stretched holes. During the sapien 3 valves production flow testing, the coaptation test was performed using appropriate fixtures and instructions. The adequacy of thv valve coaptation and valve appearance are 100% inspected. Prior to final packaging, 100% visual inspection is performed to ensure no damage to the valve from handling between holder inspection and brep process. These manufacturing inspections support that it is unlikely that a manufacturing non-conformance contributed to the reported complaint. See section 3.2 for applicable document revisions. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. While the complaint of leaflet ¿ motion restricted-in patient was unable to be confirmed, the complaints of valve ¿ regurgitation-pv leak and valve ¿ regurgitation were confirmed based on the review of provided imagery. A review of the device history record (DHR), lot history, and complaint history revealed no indication that a manufacturing non-conformance contributed to the complaint. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Available information suggests that procedural factors (improper patient screening and risk considerations of tmviinr, under expansion of the valve, and over dilatation of the valve) may have contributed to reported events. Since no labeling or IFU/training inadequacies were identified and review of the complaint history revealed that the occurrence rate did not exceed the june 2018 control limits for applicable trend categories, no corrective or preventative action is required at this time.

Manufacturer narrative:
Reference CAPA-20-00141.